Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper and lower shaft of gear number two and the lower shaft of the rotor magnet. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. Destructive analysis identified the teeth on internal motor gear(s) were worn. Because the rotor magnet was able to rotate without mechanical interference the stall was not registered in the pump logs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (10 mg/ml at 7 mg/day) via an implantable pump for an unknown indication for use. The patient's medical history included chronic pain. It was reported the pump alarm sounded. The pump was interrogated by the physician and the programmer indicated pump motor stall had occurred. The event date was (B)(6) 2020. The patient experienced withdrawal symptoms. Pump replacement was scheduled for (B)(6) 2020. The issue was not resolved. The pump would be returned. The patient status was alive - no injury. No environmental or patient contributing factors were known. Further complications were not reported. Additional information was received. The pump was confirmed to have been replaced on (B)(6) 2020. The event was considered resolved. A session report from (B)(6) 2020 at 07:48 was provided, indicating a motor stall occurred on (B)(6) 2020 at 19:08 and recovered at 22:03, a stall occurred on (B)(6) 2020 at 00:21, a tube set alert occurred on (B)(6) 2020 at 00:21, a motor stall recovery occurred on (B)(6) 2020 at 08:30, and a stall occurred on (B)(6) 2020 at 17:00 with recovery on (B)(6) 2020 at 07:51.